Event description:
A tibial inserter was broken during surgery and the broken part remains in the pt.

Manufacturer narrative:
Root cause is unk. No containment is required. Upon evaluating the design of this instrument, it meets the intended use and, if used accordingly, should not fail in this manner. This is the first reported incident for the failure of this instrument and will be trended. Very limited info for this complaint. If add'l info is received a follow-up report will be submitted. Encore considers this the final report.